Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tpn filter leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz9273 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. The initial reporter also notified the FDA on june, 2022. Medwatch report # (B)(4).

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: tpn filter leaking.